Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and the information provided could not identify the foreign material. The root cause of the foreign material remained in the device could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that subject device had the light guide plug section crystallized. There were no reports of patient involvement.